Event description:
Patient presented back to the physician with a reoccurring infection at the chest incision site. Physician brought the patient into the or and removed the stimulation and sensing lead.

Event description:
Patient presented to the physician with an infection at the ipg site. Physician brought the patient into the or and removed the ipg.